Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. Manufacture date cannot be confirmed as product number and serial number are unknown. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.